Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving gablofen (1000mcg at 499.6mcg/day) via an implanted infusion pump. It was reported that the pump eroded through the skin and was externalized. No diagnostics/troubleshooting were performed. Regarding the environmental, external, or patient factors that may have led or contributed to the event, it was noted that the patient was bed bound. The pump was removed from the pocket and externalized, and the patient was being weaned off of the pump. The pump was to be removed in the near future. The issue was considered resolved at the time of report.